Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
Customer reported that the drain broke while the surgeon was removing the device. The patient was returned to surgery, to remove the retained fragment. No further information was provided.